Event description:
Pt. Had coronary angiography due to lower extremity pain. The angio-seal closure device was used. The next day the pt. Had a cool foot with pain and went to the doctor's office for an arterial ultrasound which revealed a complete occlusion of the right common femoral artery. Surgery was performed and a piece of artery was removed and the artery was stented.